Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is complete.

Event description:
It was reported that the saw began to smoke during an autopsy. The autopsy was completed successfully. There were no adverse consequences.